Manufacturer narrative:
Block b3: approximated based on the date the article was published. Block d4, h4: the lot number of the lumen-apposing metal stent was not specified in the article; therefore, the lot expiration and the device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block g2: literature source: isayama, hiroyuki, et al. "Successful retrieval of a lumen-apposing metal stent that had completely migrated into the cavity of a walled-off necrosis." Endoscopy 2023; 55: e885-e886. Doi 10.1055/a-2109-1118. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the use of additional axios stent to complete the procedure.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, successful retrieval of a lumen- apposing metal stent that had completely migrated into the cavity of a walled-off necrosis, by hiroyuki isayama. Et al. Per the article, a 20-mm lumen-apposing metal stent (lams) was implanted during an endoscopic ultrasound-guided transgastric drainage procedure to treat a walled-off necrosis (won) induced by severe idiopathic acute pancreatitis. During the procedure, the delivery system was successfully inserted into the cavity of the won. After intrachannel deployment, the lams was pushed out of the echoendoscope. However, the distance between the echoendoscope and gastric wall was not recognized, the lams moved into the won cavity. Endoscopic ultrasonography revealed the lams was floating into the won cavity. An additional lams was successfully placed in order to remove the migrated lams. After balloon dilation of the lams, a forward-viewing endoscope was inserted into the won cavity through the additional lams. The migrated lams was successfully retrieved through the scope by using a snare to grasp the center of the saddle part, without any adverse event. The patient was stable at the conclusion of the procedure. Note: no further information has been obtained despite good faith efforts.